Manufacturer narrative:
This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from the MDR policy branch on 11/01/2013. The device was returned to the MFR for evaluation and the complaint was confirmed. This was determined to be due to a loose screw in the irrigation pump. This could have led to the clicking noise and the reported event of intermittent suction. The alarms were not confirmed to go off during simulated use testing. Based on the info from the sales rep and a review of complaint trending, this could have occurred due to the low suction or improper setup.

Event description:
It was reported that while using the device the irrigation pump would start then after a minute of using it would click and then not work at all while using the footpedal. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The customer was able to complete the procedure using a back-up device. There were no adverse consequences, no medical intervention and no delay reported.